Manufacturer narrative:
The investigation of low pump flow has been completed. The product was returned and there were no kinks in the cannula seen, biomaterial or damages to the impeller blades. The field data logs show that it was disconnected and reconnected twice to see if lower flows were still present. There were instances of suction alarms #14 and #73. There were no motor current spikes seen or a trend in the placement signal. However, the motor current was lower than the expected range for the pump while running on the respected p-levels as in ~less than 150ma at p-2. When the returned device was ran on a different console in the lab, lower pump flows were not reproduced at p-2 and the motor current was ~375ma. This is the expected range for the motor current for the pump. There was no problem found with the pump. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26593 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 investigation conclusions 4315 was erroneously entered on the initial manufacturer device report number 1220648-2025-26593.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The device was unable to go above p2 without triggering continuous suction alarms. The device was repositioned, volume was provided, and an implanted impella rp flex device was adjusted, but the low flow persisted. The impella was removed. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.